Event description:
The hospital reported that during a surgery when using heartstring seal, a small tear in the arota was observed. The procedure was completed with the same device. The surgeon commented that the tension on the tension spring may have caused the tear. Suture was used to repair the tear. There was no further patient effect report by the hosp. August 10, 2007 - additional info was rec'd. A non cardiac surgery cutter was used to create the hole in the aorta.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.